Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the high voltage cable was cleaned and re-greased. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not image and tracked to the max ma and kv during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.